Manufacturer narrative:
Initial.

Event description:
It was reported that a user new to the ilet experienced a low blood glucose event with a nadir of 64 mg/dl after pausing the pump due to concern and later resuming use after education; the cause of the hypoglycemia was unclear, and the user had been walked through a full supply change. Symptoms included hypoglycemia treated with fast-acting oral carbohydrates. Outcomes included the need for acute treatment without hospitalization or long-term impairment. Investigation included customer education, troubleshooting of use and pump operation, and review that the ilet was in its learning phase. Investigation of this case revealed no confirmed device malfunction, with user confusion and pump pausing identified as probable contributors while the system was adapting. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device failure and potential user-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.